Manufacturer narrative:
Devise passed the displacement test. Pump received with cracked reservoir tube lip noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had an insulin pump with top of her reservoir compartment is weakening and had become discolored. The customer¿s blood glucose level was 93.6 mg/dl. Troubleshoot was performed and the customer reported damage to the pump. The customer was advised the pump needs to be replaced. The insulin pump will be returned for analysis.